Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for the replacement of the right ventricular lead due to noise. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.